Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Reference manufacturer report number: 3004209178-2015-48670.

Event description:
It was reported that the customer had a reservoir leak. Customer's blood glucose level was 460 mg/dl. Customer's mother stated that insulin was leaking inside the pump and the leak occurred within the past week. Customer's mother also stated that the reservoir was used. Customer's insulin pump was soaked. Customer's mother was unsure if the leak is past the 1st or 2nd o-ring. Customer no longer has the reservoir. No further assistance needed.